Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 399930, lot # v008541, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation. For the past 3 months, the patient has had to turn off stimulation due to very bad pain through the shoulder blade and arm. The patient stated there were a couple of leads in the shoulder blade. When the patient turned off the stimulator, it did not hurt, but it did hurt when he turned it back on. It was off and on about 3 months ago but now has become constant the past few days prior to the report. The patient had turned the stimulator off about a week prior. The patient had turned it back on, but it hurt so bad he had to turn it off. The patient had seen his physician 2 months prior but the physician did not have experience with the system and did not check it. The patient was going to see his physician again on (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.